Event description:
Phlebotomist claim that while attempting to activate safety shield, shield broke off. Claim that hinge on safety shield cracked and broke off. This occurred with one needle from each lot number. Details were unknown as to how phlebotomist assembled holder to needle and techniques for activating shield. Site to be visited to obtain more information about how products are stored and re-inservice proper usage technique.